Manufacturer narrative:
Retainer ring = clear. On aug 09, 2021 the customer alleged blank display with audio alert and pump error 23. Device had blank flashing white lcd with audio alert due to cracked lcd glass neat the lcd controller. Unable to verify pump error 23, perform the history download or generate the power management graph due to blank flashing white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. During visual inspection, the electronic assembly was corroded. The motor and force sensor had moisture damage. The battery tube was corroded. The test p-cap and reservoir does lock in place in the reservoir compartment. The customer alleged blank flashing white lcd with audio alert was confirmed. The customer alleged pump error 23 was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that insulin pump had turned off and did not turn back on, they put a new battery in and got pump error alarm then pump keeps turning off and alarming and turning off again. Customer reports they were unable to clear the alarm. The insulin pump had screen was then blank then the error would come up again. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.